Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform a pump reset, after which the error did not reappear, and the sensor session was successfully started.